Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient newly started on the ilet experienced a low blood glucose alert with a reading of 64 mg/dl, after which the patient¿s glucose rose to 71 mg/dl during the call, and counseling was provided on correct meal announcements during the initial learning phase to avoid maladaptation. Symptoms included hypoglycemia. Outcomes included use of oral glucose and completion of troubleshooting and education with no hospitalization. Investigation included review of available system data and device use history. Investigation of this case revealed no device malfunction, with contributing factors likely related to early adaptation and suboptimal meal announcement technique during training. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.